Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 400 mg/dl to 500 mg/dl. The customer's blood glucose was 124 mg/dl at the time of call. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received power loss alarm and also stated that low battery and insert battery. Customer advised to clear the post-reset ram crc alarm. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer troubleshoot was not performed for high blood glucose level. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
The correct information has been included with this report. (B)(4).